Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that they had experienced high blood glucose and insulin pump had keypad anomaly. The customer¿s blood glucose level was 600 mg/dl. The customer reported that they had received button error and sometimes it was hard navigate using the buttons. It was reported that they tried to re prime the pump but still no delivery. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.